Event description:
During deployment, the user is questioning the appearance of the ECG waveform during deployment. Pt outcome is unk.

Manufacturer narrative:
(B)(4). Product eval pending. Serial number not reported by user but will be reported at the time of the follow up report. UDI number udk at this time. To be provided with the follow up report.